Event description:
It was reported that approximately 39 months post xience v stent implantation in the 1st obtuse marginal, the patient experienced chest pain. On (B)(6) 2010, the patient was hospitalized for revascularization of the proximal circumflex artery. A xience v stent was implanted. There was no adverse patient sequela and on (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated as (B)(6) 2010. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.